Event description:
Customer contacted the MFR for assistance when it appeared that the instrument did not have power. Field support personnel advised the customer to make sure the instrument was returned "on", verify that all connections were plugged in and contact an electrician if there continued to be a lack of electrical power to the instrument. During this conversation a user at the customer facility disconnected the power supply at the instrument connection rather than from the wall outlet and rec'd an electrical shock. Customer has reported that the user required treatment for some 2nd and 3rd degree burns on two fingers. Insufficient info is available to determine if there was a malfunction or the nature of the malfunction. Co's current info indicates that the instrument power cord was not connected to the instrument at the time of the event but was still plugged into the wall outlet.